Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Additionally, the following failures were identified: the fiber bonding in the outer tube area (distal end) was damaged and the video cable was broken. A root cause could not be identified. Based on the results of the investigation, the image was green due to the broken video cable. However, a probable cause for fiber bonding in the outer tube area (distal end) damaged was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope produced a green image. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope produced a green image. The issue occurred during an unspecified procedure. There were no reports of patient harm.